Event description:
It was reported that when the customer pumped air by syringe, but balloon did not inflate. It was unable to aspirate air when customer tried to pull the syringe. There were no patient complications were reported.

Event description:
Reportedly, a 2800, 21mm valve was explanted after a 118 month implant duration, due to aortic stenosis. No additional information was provided.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from sales representative. A device history record review is currently in process. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation, however the device evaluation is anticipated, but not yet begun.

Manufacturer narrative:
Evaluation summary: heavy calcification is evident in the cusp area of all three leaflets and in the free margins of leaflet 2 and 3 at commissure 3. Calcification restricted mobility in the leaflets and led to stenosis. Host tissue is minimal to moderate at tissue inflow; it encroached into the orifice at the greatest distance of approximately 4mm. Heavy calcification is noted in the x-ray. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.